Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. One (1) device was not available to stryker for evaluation. One (1) device fragment received for evaluation, confirmed broken but further evaluation was not possible as incomplete device was returned. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device broke during use. There was patient involvement. Two (2) events occurred during a spine procedure. There was no patient impact.